Event description:
It was reported the customer had no delivery alarms during manual primes. Customer's mother stated the customer was a brittle diabetic. The mother also stated insulin was not being delivered to the customer while they were sleeping. Customer's blood glucose was 339 mg/dl. Troubleshooting found insulin was not able to exit with a push plunger. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-81476.